Event description:
Customer reported a hospitalization event for her high blood glucose. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was 326 mg/dl. The customer stated she was not receiving insulin as she had bolused several times and her blood glucose did not decline. She stated that her blood glucose was 400 mg/dl on friday and despite bolusing to correct her blood glucose, her blood glucose did not decline, leading to her hospitalization. The customer also reported symptoms of high blood glucose such as nausea and feeling weak. The customer's blood glucose was 300 mg/dl at the time of the call. She stated she had treated with a manual injection. Troubleshooting for the insulin pump found the customer's cannula was not bent or occluded and insulin was able to exit from the tubing. The customer also stated there was no leak on her insulin pump. Customer was advised to change out her entire infusion set, reservoir and insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).